Event description:
The patient expired. The patient had endstage, metastatic non-small cell lung cancer, stage IV. She was last seen in 2008. The cause of death was unrelated to the implanted system. The pump was used to deliver hydromorphone and bupivacaine.